Event description:
It was reported that while using bd gaspak¿ ez co2 gas generating pouch system for patient samples, the sachet failed to be produced, the indicators did not change color. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint investigation was performed due to problem in co2 environment generation with gaspak ez co2 pouch catalog 260684 batch no.: 5329857 on retention samples and returned goods. The investigation required to perform functional test (microbiological performance, gas concentration test), visual inspection, incoming and batch record review. Functional test on retention samples and returned goods showed satisfactory results on microbiological performance and unsatisfactory results on gas concentration test. Low co2 level observed. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. Incoming record not available, lot received under skip lot program. Complaint is confirmed. A complaint history review was conducted. No trend was found relating to the incident lot number. However, a trend was identified due to customer claim. The supplier has initiated further root cause investigation relating to this situation through corrective and preventive actions process. Information will be captured on trend reports and monitored.